Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed on (B)(6) 2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: left contour profile gel prosthesis, catalog: 354-1358g, serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast reconstruction revision with mentor contour profile gel prostheses on (B)(6) 2003 developed right implant rotation. The patient had concerns regarding alcl and wanted better result (softer breast and better definition of the inframammary fold). The patient underwent bilateral removal and replacement of implants with mentor memorygel breast implant 400cc gel prostheses on (B)(6) 2018. Both devices were intact per product investigation. This report is for the right breast prosthesis.

Manufacturer narrative:
Device evaluation summary: the device was returned at mentor containing a clear gel. No foreign material was observed within the device. Gel was observed on the shell surface. Upon inspection, the device appeared intact and no anomalies were observed. Mentor performs 100% inspection and testing of all devices prior to release. A root cause failure analysis will not be conducted since the investigation of the reported failure could not confirm that an actual failure of the device to conform to expected performance had occurred. No malfunction was reported. Upon inspection, the device appeared intact and no anomalies were observed. (B)(4)